Event description:
Received a customer's medwatch indicating: pb 840 ventilator spontaneously shut down for approx 30 sec. Multiple attempts have been made to try and contact the customer with no customer response.